Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention in the coronary lesion, the 3.0x32 promus premier device was advanced but was unable to cross the lesion. The procedure was completed with a different device and there were no patient complications reported. The patient status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues were noted with the profile of the devices tip. The stent was damaged at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends, followed by withdrawal of the device aggravating the damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. A visual and microscopic examination found no issue with the profile of the devices markerbands. A visual and tactile examination found no issue with the shaft profile. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).